Manufacturer narrative:
(B)(4). The returned implantable pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was showing a cell depletion pattern that is consistent with normal battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device already reached the elective replacement indicator (eri). Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.